Event description:
It was reported that the ilet user experienced a cartridge leak at the pump interface after attaching the connector to the cartridge prior to inserting it into the pump with a reported blood glucose of 508 mg/dl. The cartridge had been in use for two days, typically filled with 180 units, and the infusion set connection was deployed incorrectly, with no reported effect on the cartridge chamber. Symptoms included sluggishness and tiredness consistent with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. Investigation included customer care troubleshooting and user education on proper cartridge fill and insertion workflow. Investigation of this case revealed user handling error related to incorrect sequence of connecting the cartridge and infusion set, leading to a damaged or compromised cartridge seal and resultant leak. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and handling.

Manufacturer narrative:
Initial.